Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 5189208. The customer returned isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show staphylococcus epidermidis and staphylococcus cohnii identifications when using the complaint batch. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate staphylococcus epidermidis on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolate correctly, this complaint is unable to be confirmed. A review of the binary files was determined not to be required based on the results of the investigation. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus cohnii. The user verified the final result usingvitek® 2 and repeat testing. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus cohnii. The user verified the final result usingvitek® 2 and repeat testing. No health impact or consequence reported.